Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this newly implanted right-sided pacemaker and right ventricular (rv) lead exhibited an increase in pacing impedance measurements from 1,987 ohms to 2,013 ohms. Pacing threshold measurements and intrinsic sensing were within normal limits. No noise was present and the impedance tested similar in both unipolar and bipolar configurations. Boston scientific technical services (ts) discussed considerations regarding the lead safety switch (lss) feature to ensure outputs were programmed accordingly. The patient planned to be followed up in three months. No adverse patient effects were reported.